Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue; the pump was randomly vibration approximately three times per day. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: there were no errors, alarms or warnings in the black box related to the complaint. On investigation, the pump powered on normally. The vibratory function was tested, and no intermittent vibratory condition was duplicated. There was no damage, defect or contamination of the pump¿s interior components.